Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that okay button was torn at the bottom of keypad and intermittently unresponsive. The reporter stated that it required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2013 with the following findings:.testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. The keypad cover was observed to be torn between the ok and down arrow buttons, exposing the button contacts. The keypad cover was removed to check condition of the button contacts. Contamination was observed under the contacts of all buttons.